Manufacturer narrative:
The board was returned to the manufacturer for further investigation. During the evaluation the reported failure could be confirmed. As root cause for the reported issue a cold solder joint on rectifier v11 could be identified.

Event description:
See initial report.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty power supply board. The board was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced board has been requested for return to livanova (B)(4) for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not function during priming. There was no patient involvement.